Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified high scan result on the adc device in comparison to unspecified reading on competitor brand meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced "fog in front of the eyes" and self-treated with glucose tablets and ate bread. No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.